Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support due to significantly elevated blood glucose levels, with the device indicating a high reading. The patient stated that supplies had been changed multiple times in one day, but insulin continued to leak from the cartridge into the device and connector area, preventing the tubing from being filled. The patient reported attaching the connector to the cartridge prior to placing it into the device. The agent advised that this assembly method could cause leaking and provided step-by-step guidance through a complete supply change. The patient reported that blood glucose levels were affected, remained elevated throughout the day, and that device alerts for prolonged high blood glucose were received. The patient used manual insulin injections as backup therapy and performed ketone testing with negative results. No recent steroid use, professional medical intervention, or immediate health effects were reported, and no assistance beyond self-care was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.